Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level ranged from 357-500 mg/dl. The customer declined assistance from tandem technical support regarding the issues.